Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
It was reported the patient was scheduled for the revision procedure but was found to be occluded. The procedure to extract the ra lead and replace the device planned to be rescheduled. It was also reported that the ra lead did not reveal any significant findings under fluoroscopy.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited an increase in pacing impedance measurements from 400 to 1,000 ohms. Pacing threshold measurements also quadrupled and there was noise on the lead. The device recently declared elective replacement indicator (eri) and planned to be replaced. The lead planned to be extracted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Additional information received indicated a procedure was performed and the other manufacturer's lead was explanted and successfully replaced. The device was also explanted and replaced. No additional adverse patient effects were reported.